Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, that the device cut tissue without any stapling. Additional suturing was performed. There were no adverse consequences to the patient.